Manufacturer narrative:
The artix mechanical thrombectomy device (mt6) was returned to the manufacturer for evaluation. The device was observed under magnification. No damage was observed on the element's struts. A loose, bent platinum wire was observed. During retraction of the mt6, the coring element caught on the proximal portion of the stent, which caused the pieces of the stent to sheer off. The initial resistance during retraction of the device likely caused the broken pieces of the stent. The loose bent platinum wire observed on the element was likely caused when the element caught on the stent. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning statement: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and collapse the self-expanding element into the catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." The device labeling includes the following precaution statement: "use caution when manipulating or advancing through a stent or graft." Manufacturer reference#: (B)(4).

Event description:
On (B)(6) 2025, a male patient underwent arterial thrombectomy using inari devices. The patient's clot age was estimated to be 17 days old. The patient had a preexisting stent (less than one year old) in his right superficial femoral artery. During the thrombectomy, the artix mechanical thrombectomy device (mt6) became caught in the proximal portion of the patient's preexisting stent, which resulted in the stent breaking and getting stuck on the mt6. The entire stent migrated proximal to the artery. The mt6 and artix covered funnel catheter were removed together. The patient's artery was relined with a new stent and the procedure was terminated.